Manufacturer narrative:
Date rec¿d by MFR 04aug2019 . Date of report 02sep2019. During failure investigation, the resistance and resistance ratio were out of specifications. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 28jun2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse tested the touchscreen could not successfully calibrate. The fse replaced the defective touchscreen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 06aug2019. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a touchscreen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.